Event description:
Per international affiliate, the surgeon reported to (B)(4) that an innie set screw had loosened from a pedicle screw's head at l1 three years after initial surgery (stiffening of lumbar spine).

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Not returned.